Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Manufacturer narrative:
The device was serviced by the provider. The device is working properly.

Event description:
Dealer claims consumer has "mowed" over at least two people and they had to go to hospital. Dealer alleges that the chair occasionally will take a hard right turn unexpectedly.

Event description:
Dealer claims consumer has "mowed" over at least two people and they had to go to hospital. Dealer alleges that the chair occasionally will take a hard right turn unexpectedly.